Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was found with a damaged iui connector. There was chipped black plastic on the iui connector. The damaged device was replaced at facility. There was no patient involvement.